Manufacturer narrative:
Device received compromised force sensor system alarm during the basic occlusion test due to loose drive support disk. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test due to compromised force sensor system alarm. However, device passed rewind test and displacement test. Device had broken battery cap, broken battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the drive support cap was sticking out and was damaged. The customers blood glucose level was unknown at the time of incident. The customer also stated that this alarm is generated when a power failure is detected. Advised the customer to discontinue use of the pump and revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Updated aware date.